Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a machine and proximal pressure transducer that was not reading correctly. It was unknown how the issue was found. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer's v60 ventilator had a machine and proximal pressure transducer that was not reading correctly. The service engineer (se) reported that the gas delivery system was replaced per the service manual. The device passed all testing, and the issue was resolved. The device was returned to use.